Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb was damaged. The following information was provided by the initial reporter: material no. 305271, batch no. 0148581. It was reported that on 3 occasions the syringe and needle separates and also the needle comes out of the hub. It was also reported that the tip of the needle breaks while both drawing up medication in vial and also in the patient. Also reported the barrel was cracked. Verbatim: stated, needle broke off in buttocks. Stated, he was able to remove it. Did not seek medical. Stated, 3 times on different days, he had barrel of syringe crack/break. Consumer uses syringes for testosterone shot and on 3 occasions the syringe and needle separates and also the needle comes out of the hub. It was also noted that the tip of the needle breaks both while drawing medication in vial and also inside patient. No surgery required to remove needle. Syringes purchased at cvs pharmacy. Consumer requests 16 replacements. Samples available.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb was damaged. The following information was provided by the initial reporter: material no.(B)(4)batch no. 0148581 it was reported that on 3 occasions the syringe and needle separates and also the needle comes out of the hub. It was also reported that the tip of the needle breaks while both drawing up medication in vial and also in the patient. Also reported the barrel was cracked. Verbatim: stated, needle broke off in buttocks. Stated, he was able to remove it. Did not seek medical. Stated, 3 times on different days, he had barrel of syringe crack/break.

Manufacturer narrative:
Correction b5: describe event or problem: it was reported that syringe integra 3ml w/ndl 23x1 rb was damaged. The following information was provided by the initial reporter: material no. (B)(4) batch no. 0148581. It was reported that on 3 occasions the syringe and needle separates and also the needle comes out of the hub. It was also reported that the tip of the needle breaks while both drawing up medication in vial and also in the patient. Also reported the barrel was cracked. Verbatim: stated, needle broke off in buttocks. Stated, he was able to remove it. Did not seek medical. Stated, 3 times on different days, he had barrel of syringe crack/break. H6: investigation summary since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.